Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced a loss or change of therapy. She has had two ut's (urinary tract infection) since (B)(6) 2016 and the other (B)(6) 2016. Patient had been having urge frequency. The patient does not feel stimulation and therapy was not on. Patient turned therapy on and the situation did not resolve. Patient was on program 4 at .6 volts. The healthcare provider had not instructed the patient to keep a voiding diary. Patient increased amplitude and does patient feel stimulation in the correct area. Patient increased stimulation to 1.2 volts on program 4. Symptoms reported was urge frequency. Patient had device replaced due to normal battery depletion. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.